Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported cannula being unsure if the cannula was properly seated and bent, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
Inspection of the needle mechanism found no abnormalities that would lead to improper insertion of the cannula. Inspection of the bottom housing and e-seal found no damages or abnormalities. The received device had the cannula assembly fully deployed. The soft cannula was not observed to be bent or kinked. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin.